Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d5, e1 "telephone number," g2, h6 "medical device problem code," h6 "investigation type" and h8 were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the air supply and water supply failure likely occurred due to clogging with foreign matter during the reprocessing. However, a definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply: 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service found the reportable malfunction. Additionally, there was a clogged nozzle, the angle wires were stretched, there was deterioration/damage of adhesive (due to chemical/physical stress), part of the insertion tube was caught and pinched-the insertion tube became deformed (handling issue), there was damage or deformation due to physical stress (caused by handling), the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue), there was a crack of the resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling), and sliding of the left range failed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the device to olympus due to air/water flow issues. The device was evaluated where it was found that there was foreign material exiting from the air/water nozzle. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found at evaluation.